Manufacturer narrative:
More info regarding the reported problem and the exchanged part have been sought. A supplemental medwatch will be provided when the investigation has been finalized. Refer to (B)(4).

Event description:
It was reported that the compressor power light was not lit. Further inspection revealed that the fuses were blown. There was no patient involvement. (B)(4).